Event description:
A ventilator was returned to the manufacturer for remediation of inlet air path assembly and removable air path foam. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. Additional findings not related to the issue include a crack underneath the detachable battery and physical damage which looks like bite marks from a dog along the side of the rear enclosure. Rear case kit with enclosure seam gasket will need replaced due to physical damage/cracked. The customer has requested no repair. Software was updated to the current version and the device passed all testing.